Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Prior to the procedure a device interrogation revealed recorded episodes of inappropriate automatic mode switch caused over-sensed noise. Noise was reproducible with isometric exercise. During the procedure on (B)(6) 2021, the physician noted an insulation breach near the can. The lead was capped and replaced. The patient was in stable condition.